Event description:
One false positive sofia sars result. Confirmed negative by pcr.

Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as a part of the investigation. Analyzer data showed an overall positivity rate of 1.8%. The review did not pick up any anomalies that could account for the incorrect results. Issues involving test methodologies, environmental conditions, and sample characteristics could lead to incorrect results. Root cause:unable to determine. Source: email.